Event description:
Customer reportedly received results of 61 mg/dl and 31 mg/dl within 10 minutes on the same device. No action was taken based on device results. No high or low blood glucose symptoms with these results. Customer took insulin as normal. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.